Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the 2.8 mm guide wire would not pass through the left of the 2.0 mm hole of the pediatric hip guide block 3.5mm, this is 1 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device was used for treatment, not diagnosis. Placeholder.